Manufacturer narrative:
No mc33213 product samples, videos, or photographs were returned for investigation. The device history review (DHR) was not reviewed, and no lot number information was provided. A probable cause cannot be identified based on the information that has been provided.

Event description:
It was reported that, on an unknown date, g a 7" (18 cm) smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer was found to be occluded during patient use. It was stated in the report that unable to pull blood with a vacutainer. There was no patient harm reported.